Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported by the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The spouse reported the patient was hospitalized due to peritonitis. The cause was unknown. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, (B)(6) 2022 with peritonitis symptoms (unspecified). The clinic was not staffed resulting in the patient being advised to go directly to the hospital. The patient was admitted with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization or peritonitis event. The patient remained hospitalized at the time of the follow-up.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by the spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service. The spouse reported the patient was hospitalized due to peritonitis. The cause was unknown. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, on (B)(6) 2022 with peritonitis symptoms (unspecified). The clinic was not staffed resulting in the patient being advised to go directly to the hospital. The patient was admitted with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization or peritonitis event. The patient remained hospitalized at the time of the follow-up.